Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the associated tip cover accessory to perform failure analysis. The tip cover was placed on the returned primary 8mm monopolar curved scissors (mcs) instrument where, it passed the fitting and movement tests. A visual inspection of the tip cover was conducted, revealing no issues.